Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found pressure regulator required adjustments. The incoming water pressure was too high causing the hookups to detach. The dsd-201 automated endoscope reprocessor user manual includes the instructions for users to follow when the hookups detach. The user manual states (66), "verify the hook-ups are securely connected to the scope. If the connections are loose, reconnect the hook-ups and repeat the cycle to ensure the scope is properly disinfected and rinsed." The user manual further states (60), "startup open the shutoff valve to the incoming water line. Verify the static water pressure is between 35-40 psi (2.4-2.75 bar)." Medivators is not aware of any adverse clinical event associated with this incident and is filing this MDR because the high-level disinfection of devices processed in the dsd-201 cannot be guaranteed unless devices are processed in accordance with medivators instructions for processing and use. The technician adjusted the pressure regulator, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the dsd-201 automated endoscope reprocessor, specifically to reprocess scopes when hookups are not properly secured. No additional issues have been reported.

Event description:
The user facility reported the hookups were detaching from endoscopes being processed in their dsd-201 automated endoscope reprocessor and the endoscopes were subsequently used during patient procedures. No report of injury.